Manufacturer narrative:
The pump was received with blank display due to missing battery tube spring. The pump was received with stripped battery cap coin slot. The pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip; reservoir tube cracked and corroded battery tube. Unable to performed functional test due to blank display anomaly.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump would not power on even after multiple battery replacements. The customer's blood glucose level at the time of incident was unknown. The customer states their blood glucose level had been in the 200mg/dl range. The customer states they had corrosion on battery cap and crack near the cap.